Manufacturer narrative:
The explanted pacemaker and lead segments were returned and are undergoing detailed analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during the routine device replacement procedure, the pacemaker setscrews were loosened properly. However, when the right atrial (ra) and right ventricular (rv) leads were pulled, the conductor coils within the leads became stretched and the leads could not be removed from the device header. The chronic leads were cut and abandoned and new non-boston scientific leads were implanted with the new device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, pre-decontamination inspection noted part of the device header was missing. It appeared a portion of the header was cut away at the end opposite the lead barrels. The seal plugs were intact and the setscrews were in the up position and moved freely. The terminal pins were removed from the device header without issue. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. High power microscopic inspection of the inner seal of the lead barrel noted evidence of silicone-on-silicone bonding in both the atrial and ventricular seals. Some areas of the inner seal had been torn away due to the bonding. Manual electrical testing was performed and confirmed the device paced and sensed normally. Laboratory analysis determined the lead removal difficulty was caused by the silicone of the lead?s terminal sealing rings bonding to the internal sealing rings in the device header.